Event description:
It was reported that blood was backing up into the tubing of an unspecified quantity of access sets; the filter on the sets did not fill with fluid. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred on unspecified dates of february 2023. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.